Event description:
"The manufacturer of these crutches (youth) are too short." The youth crutches do not meet the requirements for a child 4 ft. 10 inches tall. Crutches are needed on a weekly basis. Now that it is getting toward summer more children are prone to ankle and knee injuries. On the basis of the reporter's investigation, the following information is provided: investigation findings: the subject crutch is a centrally stocked item and must meet specifications when procured for facility distribution. Those specifications require adjustment from 36 to 48 inches. However when the national stock number is used to identify a similar item on a local purchase, the MFR governs the specifications. From the ID number, 3442c, the MFR of these crutches is lamico, inc. The crutches are adjustable from 34 to only 42 inches. The MFR states that these are for youths from 4'10" to 5'6" and is part # 4252,4252c, or 4252ca. Actions taken to correct existing deficiency: the FDA has been advised of complaint. Samples are not required. Action taken to preclude recurrence: stocks are currently available or the next size crutch may be procured locally. Disposition instructions: since no quality defects have been reported and the items meet the MFR's specifications, the suspended items are considered suitable for use and no medwatch report was prepared. Need for alert notification: not applicable. Credit allowance: not applicable.